Manufacturer narrative:
E1: initial reporter first name: (B)(6). Device evaluated by MFR.: the returned product consisted of a ranger (dcb) balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a shaft kink 23.5cm proximal from the tip. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device, filled with water, and connected to the inflation port to inflate the device. There was a pinhole 20mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon rupture.

Event description:
It was reported that a balloon rupture occurred. A percutaneous transluminal angioplasty was being performed on a lesion in the mildly tortuous and mildly calcified femoral artery. Following predilatation of the lesion with a 6 mm x 40 mm sterling balloon at 8 atmospheres, the 7.0 mm x 60 mm, 135 cm ranger dcb balloon ruptured on the first inflation at eight atmospheres. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A percutaneous transluminal angioplasty was being performed on a lesion in the mildly tortuous and mildly calcified femoral artery. Following predilatation of the lesion with a 6 mm x 40 mm sterling balloon at 8 atmospheres, the 7.0 mm x 60 mm, 135 cm ranger dcb balloon ruptured on the first inflation at eight atmospheres. The procedure was successfully completed with a different device without issue or patient injury.